Event description:
It was reported that white foreign matter was found in the bd luer-lok¿ tip syringe during use while filling it with insulin. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer reports that there was a white material in his syringe when he filled it with insulin."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found in the bd luer-lok¿ tip syringe during use while filling it with insulin. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer reports that there was a white material in his syringe when he filled it with insulin."